Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom skyra system. During patient registration, the mr technologist accidentally entered "prone" rather than "supine" as the patients position. As a result, the incorrect leg was diagnosed and metastasis in the patients right leg was not discovered. The issue was detected several weeks later during a peer review of the images. A rescan of the patients correct leg was conducted and diagnosed accordingly. At this time there is no indication that a system failure or malfunction has occurred and this event is considered to be a user error.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error while operating the magnetom skyra system. It was described that a patient's right leg was planned to be scanned as a previous x-ray had been abnormal. A vitamin e capsule was placed as a marker on the patient's right leg and the flexible coil was wrapped around the same, correct leg. However, during patient registration the patient orientation was incorrectly selected as prone rather than supine. Even though the image quality had been below average, neither the mr tech nor the interpreting radiologist noticed the error and the discrepancy in the anatomy. Therefore, the patient's left leg was diagnosed and his tumor was not detected. The error was only noticed several weeks later during a peer review of the patient's images. After a re-scan of the correct leg a prostate adenocarcinoma metastatic to the right tibia, stage IV was diagnosed. Therefore, there is no indication of a system malfunction and this event is considered to be a user error.